Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: medial displacement of the insert into the uterine cavity on the right') in a 35-year-old female patient who had essure (batch no. B82477) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, pregnancy, abdominal injury, preterm labor, cramp in lower abdomen, low grade fever, vaginal discharge, dyspareunia nos, hematemesis, stress, endometriosis, multiple pregnancy, fibroma and breast carcinoma. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included adhd, abdominal cramps, suprapubic pain, vomiting, lower abdominal tenderness, pelvic inflammatory disease, ovarian cyst nos, visual disturbance, diarrhea, nausea, vaginal infection nos, inability to work, anhedonia, menometrorrhagia and irregular menstrual cycle. Concomitant products included ceftriaxone sodium (rocephin), medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014, nsaids since (B)(6) 2014, ondansetron (zofran), paracetamol (acetaminophen) and sodium chloride. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("anxiety, mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6)2016, the patient experienced device expulsion (seriousness criterion medically significant), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered anxiety, bladder disorder, depression, device expulsion, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - essure confirmation test reported as not done (did not undergo confirmation test) and previously reported as a done. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: the axr done there has no report but the imaging shows the essure coils in what appears to be typical location.. Computerised tomogram pelvis - on an unknown date: impression: bilateral fallopian tube coils/inserts, normal on the left medial displacement of the insert into the uterine cavity on the right which may result in device failure. Prominent heterogeneous endometrium and endo-cervical canal.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on an unknown date: single living intrauterine pregnancy with crown-rump length measuring 9 weeks 0 days and fetal heart rate of 171 beats per minute. There are findings to suggest a small subchorionic hemorrhage. Continued transvaginal sonographic follow up as well as beta-hcg levels is recommended.. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new events: bladder problems, urinary problems. Lot number were added. Reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: medial displacement of the insert into the uterine cavity on the right') in a 35-year-old female patient who had essure (batch no. B82477) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, pregnancy, abdominal injury, preterm labor, cramp in lower abdomen, low grade fever, vaginal discharge, dyspareunia nos, hematemesis, stress, endometriosis, multiple pregnancy, fibroma and breast carcinoma. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included adhd, abdominal cramps, suprapubic pain, vomiting, lower abdominal tenderness, pelvic inflammatory disease, ovarian cyst nos, visual disturbance, diarrhea, nausea, vaginal infection nos, inability to work, anhedonia, menometrorrhagia and irregular menstrual cycle. Concomitant products included ceftriaxone sodium (rocephin), medroxyprogesterone acetate (depo-provera) from march 2014 to august 2014, nsaids since april 2014, ondansetron (zofran), paracetamol (acetaminophen) and sodium chloride. In april 2014, the patient had essure inserted. In october 2014, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression/psych injury"), anxiety ("anxiety, mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criterion medically significant), 2 years 3 months after insertion of essure. On an unknown date, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered anxiety, bladder disorder, depression, device expulsion, dyspareunia, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - essure confirmation test reported as not done (did not undergo confirmation test) and previously reported as a done. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: the axr done there has no report but the imaging shows the essure coils in what appears to be typical location.. Computerised tomogram pelvis - on an unknown date: impression: bilateral fallopian tube coils/inserts, normal on the left medial displacement of the insert into the uterine cavity on the right which may result in device failure. Prominent heterogeneous endometrium and endo-cervical canal.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on an unknown date: single living intrauterine pregnancy with crown-rump length measuring 9 weeks 0 days and fetal heart rate of 171 beats per minute. There are findings to suggest a small subchorionic hemorrhage. Continued transvaginal sonographic follow up as well as beta-hcg levels is recommended.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: medial displacement of the insert into the uterine cavity on the right') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital bleeding, pregnancy, abdominal injury, preterm labor, cramp in lower abdomen, low grade fever, vaginal discharge, dyspareunia nos, hematemesis, stress, endometriosis, multiple pregnancy, fibroma and breast carcinoma. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included adhd, abdominal cramps, suprapubic pain, vomiting, lower abdominal tenderness, pelvic inflammatory disease, ovarian cyst, visual disturbance, diarrhea, nausea, vaginal infection nos, inability to work, anhedonia, menometrorrhagia and irregular menstrual cycle. Concomitant products included ceftriaxone sodium (rocephin), medroxyprogesterone acetate (depo-provera) from (B)(6) 2014 to (B)(6) 2014, nsaids since (B)(6) 2014, ondansetron (zofran), paracetamol (acetaminophen) and sodium chloride. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety, mental anguish") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criterion medically significant). At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety and dyspareunia outcome was unknown. The reporter considered anxiety, depression, device expulsion, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - essure confirmation test reported as not done (did not undergo confirmation test) and previously reported as a done. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: the axr done there has no report but the imaging shows the essure coils in what appears to be typical location. Computerised tomogram pelvis - on an unknown date: impression: bilateral fallopian tube coils/inserts, normal on the left medial displacement of the insert into the uterine cavity on the right which may result in device failure. Prominent heterogeneous endometrium and endo-cervical canal. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on an unknown date: single living intrauterine pregnancy with crown-rump length measuring 9 weeks 0 days and fetal heart rate of 171 beats per minute. There are findings to suggest a small subchorionic hemorrhage. Continued transvaginal sonographic follow up as well as beta-hcg levels is recommended. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jun-2019: pfs and mr received ¿ case become incident. New event migration of essure device location of device: medial displacement of the insert into the uterine cavity on the right, abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety/mental anguish and dyspareunia (painful sexual intercourse) were added. Product information indication was added. Patient information date of birth and height were added. New reporter were added. Medical history, lab data and concomitant medication were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.